Event description:
The customer called to inquire why pump had an empty reservoir alarm. Checked status and found that the reservoir has not been changed every three days. During the call the customer required medical assistance. Paramedics were call out to assist the customer. Two days later the customer called back to report an alarm. In addition, a customer's friend stated that the customer was taken to the hospital earlier and left the hospital against the medical staff's wishes. It was found that the reservoir was not inserted properly into the pump and customer was screwing the tubing into the pump and trying to prime it. Assisted with filling a new reservoir and priming. The customer was having difficulty inserting the infusion set and was using needle nose pliers. At this point, the nurse arrived and would assist customer with infusion set change.